Manufacturer narrative:
An event regarding alleged assembly issue involving an unknown securfit stem was reported. Conclusion: the reported event is regarding an assembly issue with the impactor. It was found that the impactor appeared to be disassembled and reassembled incorrectly. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Difficulty attaching the secur-fit stem onto the stem impactor.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Difficulty attaching the secur-fit stem onto the stem impactor.